Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power occurrences while using the mpu, was confirmed in the submitted log file. The customer submitted a heartmate 3 lvas log file from a routine clinical visit for review. Technical service reviewed the log file and noted two loss of external power events while operating on the mpu. The event log file contained approximately 5 days of patient event data. There were two loss of external power events that occurred with the patient on the mpu. Both events occurred within a few minutes of each other (on the same day) and were 2 seconds and 8 seconds respectively in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of ac power to the mpu and a corresponding loss of mpu output. The customer replied to requests for additional event information. The loss of external power events while using the mpu were accidental ¿ the ac power cord was disconnected (by the patient¿s son). The customer also reported that the patient¿s mpu had the locking ac power cord. It was not reported whether the disconnection was at the wall outlet or the mpu power cord connector. Finally, the mpu was reported to be operating properly and would not be returned for evaluation. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 - ¿no external power alarm¿; p.223 - ¿power cable disconnected alarm¿) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 - ¿no external power alarm¿; p.7-18 ¿ ¿power cable disconnected alarm¿). The mobile power unit (mpu) assembly was made in oct 29, 2019. The unit was packaged and placed into stock on dec 12, 2019. The unit was sent to the customer on feb 6, 2020. The unit had no previous services. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log captured low voltage and no external power events on (B)(6) 2021 while connected to the mobile power unit (mpu). It appeared that the mpu lost total power, which enabled the backup battery in the controller until power was restored to the mpu on both occasions. There were no other unusual events noted in the log file. The mpu was operational and working fine. The mpu has a v-lock connector on the a/c power cord. The patient's son accidently unplugged the mpu power cord.